Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the pump was empty, and the empty pump alarm occurred. It was unknown why the pump was not filled. The health care provider (hcp) only wanted to silence the active alarm. They did not plan to fill with saline at the time of this report. The reservoir volume was updated to show that the pump was full even though they did not fill the pump with medication. The medication being delivered via the pump was fentanyl (now empty). Additional information has been requested regarding symptoms, interventions and the patient's outcome, but was not available as of the time of this report. If additional information becomes available, the event will be updated.